Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 sensor, and therefore the low glucose alarm failed to trigger when the customer became hypoglycemic. The customer was dizzy and experienced a loss of consciousness, and required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006rewrd has been returned and investigated. A visual inspection has been performed and no issues were observed on the returned sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Accuracy test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the freestyle libre 2 sensor, and therefore the low glucose alarm failed to trigger when the customer became hypoglycemic. The customer was dizzy and experienced a loss of consciousness, and required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.